Event description:
The user facility reported that during a cerebral angiogram the tip of the guidewire advantage broke off and was inside the catheter. Then, was flushed out into the vessel. The wire was still in the vessel. There was no blood loss. The event occurred intra-operative. Additional information was received on 20 mar 2024: there was difficulty pushing the wire inside of the catheter, to the point of it not easily advancing, then the wire was pulled out and placed on the back scrub table. It was measured that 4mm of the nitinol tip was broken off. There was no interventional plan to go and remove the tip off the wire. The patient was as stable for their status as a post ruptured aneurysm. The patient has a history of meth usage, patient experienced a ruptured aneurysm and had a craniotomy.